Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot for catalog number 367342, and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the specific lot number associated with the catalog number 367324. Therefore, a review of the device history record could not be conducted. Catalog numbers 367342 and 367324 are manufactured in sumter, south carolina, and sandy, utah respectively. Therefore, the opportunities for this error to occur at the manufacturing level are improbable given that the products are manufactured in different locations.

Event description:
It was reported that there was mixed product in pack with a bd vacutainer® push button blood collection set. Some of the product was a part #367324 not part #367342. This occurred on 25 separate occasions before use. The following information was provided by the initial reporter: it was reported that some of the products in the box were different than what was supposed to be in the box. Event description per customer: "I received a box of 23g butterfly¿s (ref # 367342) from a tech today and they stated that part of the box was filled with the wrong butterfly¿s, ref # 367324".

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was mixed product in pack with a bd vacutainer® push button blood collection set. Some of the product was a part #367324 not part #367342. This occurred on 25 separate occasions before use. The following information was provided by the initial reporter: it was reported that some of the products in the box were different than what was supposed to be in the box. Event description per customer: "I received a box of 23g butterfly¿s (ref # (B)(4)) from a tech today and they stated that part of the box was filled with the wrong butterfly¿s, ref # (B)(4)."